Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 500mcg via an implantable pump. It was reported that during a routine pump replacement due to eri (elective replacement indicator), when the doctor opened the pump pocket he noticed that one of the suture anchor on the side of the pump had broken off in the pocket. The physician was able to retrieve the metal piece before the new pump was implanted and no injury to patient. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.